Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00968. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and pod4s. During the procedure, the physician experienced resistance and was unable to advance a ruby coil fully into the target location through a lantern delivery microcatheter due to the extremely tortuous anatomy; therefore the ruby coil was removed. The physician then successfully deployed and detached multiple smaller ruby coils in the target location using the lantern. The physician then exchanged the lantern to a longer lantern to continue the procedure. Next, the physician was unable to fully advance a pod4 through the lantern and into the target location due to resistance experienced from the tortuous anatomy; therefore the pod4 was removed and the procedure ended at this point. There was no report of an adverse effect to the patient.